Event description:
Per the surgeon, the patient experienced a wound infection which was treated with antibiotic (mode of administration unknown). The implant remains in-situ.

Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Manufacturer narrative:
Per the clinic, the patient underwent a skin revision surgery on (B)(6) 2022 in order to remove the affected tissue and have the site cleaned. Subsequently, the patient also had a skin flap rotation procedure during the same surgery. This report is submitted on july 28, 2022.